Manufacturer narrative:
(B)(4). Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during dwell 1 of 4. The technical service representative (tsr) explained the alarm indicates air entered the set up. The tsr advised the hp to close all the clamps and to cycle power to clear the alarm. The hp stated that she wanted to end therapy for the night. The tsr advised the hp to notify the nurse (rn) to inform of the alarm and any missed therapy. On (B)(6) 2011, product surveillance contacted the hp who verified that there were no loose connections, disconnections, or defects noted with the supplies. The hp stated that she was doing fine and continuing therapy without issue. There was no report of injury or medical intervention.